Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this field clinical specialist contacted boston scientific's technical service's in late-(B)(4)2017. The field clinical specialist reported that this patient has had a history of inappropriate shock therapies due to device migration in the pocket. The device was re-sutured in the pocket in (B)(6)2017. The patient has been admitted into the hospital for non-device reasons but due to device migration (moved anteriorly) resulted in multiple shock therapies associated with low amplitude signals and oversensing over the last month. The field clinical specialist is planning to upload data for in-house data analysis. Boston scientific received information from the local representative that stored data was not uploaded. A request for stored data review has not been received from the physician. The physician did not require additional information; therefore, stored data was not uploaded at this time.

Manufacturer narrative:
Oversensing was recreated when the patient was lying on their left side with the device forward and anterior. Boston scientific received information that this local representative contacted boston scientific¿s technical services on october 3, 2017 and october 4, 2017. The local representative discussed the prior calls to technical services and wanted to review a recent episode that was recorded on (B)(6) 2017. A review of episode#065 identified a change in morphology to a smaller amplitude associated with oversensing and delivery of an inappropriate shock. The shock impedance following inappropriate shock delivery was 22 ohms. A pocket revision was performed on (B)(6) 2017 because the suture had torn and the patient could move the device anteriorly. The patient¿s medical history is significant for dialysis. A review of data from the patient¿s latitude patient monitoring system found no warnings or fault messages. The technical service¿s consultant reviewed previous shock therapies that included the possibility of some inappropriate and appropriate shocks. The impedances measurements for the delivered therapies were in the 25-40 ohm range. It appears that the device¿s smartpass feature may have been disabled following an episode in (B)(6) 2017. The technical service¿s consultant recommended a chest x-ray the next time the patient is seen in the clinic. According to the local representative, the patient has not been seen in-clinic. No additional intervention (reprogramming or invasive) was planned at this time. The available information suggests that this device and electrode remain in-service.

Event description:
Boston scientific received information that this field clinical representative (fcr) contacted boston scientific's technical services. The fcr was performing an in-clinic device check. This patient had received multiple inappropriate shock therapies. The patient was sleeping and was awaken following delivery of the first shock. At the time of shock delivery, the patient was asymptomatic and had been sleeping on their left side. The signal from the secondary sense vector was blunted. The device's smartpass feature was not enabled. It was noted that smartpass was enabled during the last in-clinic check in (B)(6) 2016. The fcr believes that smartpass was disabled due to the change in signal amplitude. The patient's device history was significant for appropriate shock therapy in (B)(6) 2017. The fcr checked all of the sense vectors with the patient in various positions. The blunted signals could not be reproduced. The device's sense vector was reprogrammed to primary and smartpass was enabled. Screenshots: the patient was in various positions were obtained. Stored data was reviewed by an in-house technical service's consultant. Signals appear to have reduced in recent episodes including the smartpass ((B)(6) 2017), af episode (B)(6) 2017, inappropriate treated episode (B)(6) 2017). There were good presenting s-ECG signals from (B)(6) 2017. The consultant discussed that the primary and secondary have both had inappropriate shock therapies. The alternate sense vector is also unacceptable; therefore, there are no programming options. The fcr was instructed to collect x-rays and perform device manipulation testing to determine if the signal reduction could be recreated. Boston scientific received information that this patient will be scheduled for a pocket revision procedure in the near future. It was observed that the device moved more than an inch in all directions.